Manufacturer narrative:
This device has not been received for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our follow up indicates that the hospital staff reports that the piece was missing when the package was opened.

Event description:
It was reported that before a therapeutic stone retrieval procedure this basket wouldn't work. It was noted that a piece of the basket sheath near the handle, about an inch long, was missing. The basket was never used on a patient. The case was completed with another basket with no patient complications.